Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Further, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. Follow up was performed to get the lot number but customer could not provide it. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4). The lot number is unknown.

Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number is unknown.

Event description:
It was reported by the affiliate via email that the grasper was not retracting and the loop broke. Additional information provided by the affiliate reported a 5 to 10 minute surgical delay. It was also reported that the procedure was able to be completed with a readily available like device. The affiliate also stated that the device is not available;e for return because it was discarded by the customer.